Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery failure and device unable to run on ac power error codes were found in the device's error log. The internal battery and power management board need to be replaced to resolve the issue. No repairs were performed. The unit has been scrapped.